Event description:
An advocate from (B)(6) contacted on behalf of her son to report that their contour next link 2.4 meter had only english and spanish languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number on the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. The customer performed a total of 14 blood glucose tests with this meter after the issue occurred, which were stored in the meter's memory. The error logbook was empty. An in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. The readings obtained during in-house testing were properly stored in the meter's memory. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.the patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in sections a1 (patient initials), a2 (age) and a4 (weight) as the customer's information was not provided.the model # (d4) was not provided.